Event description:
A patient reported experiencing inaccurately erratic results with an ot ultra meter. The patient's blood glucose results were 156, 90, 84 mg/dl. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No furthr information has been reported. Note - customer was using same finger stick - free flowing blood sample.